Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: open cholectomy event description: two related complaints occurred in the same procedure. Complaint 1 of 2: # (B)(4) complaint 2 of 2: # (B)(4). The rep was not present in the case. The staff relayed to the rep that the fuse button was not working and the device was not sealing. No energy was being delivered and the case was extremely bloody. This issue was observed at the beginning of the case, approximately 2-5 activations into the case. After this eb240 issue occurred, a second eb240 was opened but the same issue with the fuse button not working occurred again. The case was completed with [competitor device]. The type of tissue being grasped during the event is unknown, but it is possible that it was mesentary tissue. They did hear the activation tone and end tone. It is unknown if thermal effects were visible at the site. It is unknown if the blade was deployed during the event. The product is available for return. Type of intervention: opened [competitor device] patient status: fine.

Event description:
Procedure performed: open cholectomy. Event description: two related complaints occurred in the same procedure. Complaint 1 of 2: #(B)(4). Complaint 2 of 2: #(B)(4). The rep was not present in the case. The staff relayed to the rep that the fuse button was not working and the device was not sealing. No energy was being delivered and the case was extremely bloody. This issue was observed at the beginning of the case, approximately 2-5 activations into the case. After this eb240 issue occurred, a second eb240 was opened but the same issue with the fuse button not working occurred again. The case was completed with [competitor device]. The type of tissue being grasped during the event is unknown, but it is possible that it was mesentary tissue. They did hear the activation tone and end tone. It is unknown if thermal effects were visible at the site. It is unknown if the blade was deployed during the event. The product is available for return. Type of intervention: opened [competitor device]. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated as there were no non-conformances found with the electrical components of the device. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.